Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. ¿ yellow particles observed inside the device.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.